Event description:
It was reported that after insertion of the iab, the user tried to connect it to the tubing packaged in the kit. It would not connect to the tubing. The iab was removed and replaced without any complications.